Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that syringe has brownish discoloration on the barrel embedded in the plastic. Potential root cause for the embedded foreign matter is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4088804. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995, batch# 4088804. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: a mammogram technologist opened a 10mm syringe and the syringe appeared to be dirty no patient involvement sample available. Additional customer response received on july 25, 2024. My apologies for the delay in reply. I was out of the office. I will send product back today. I will email a photo back today. And the dirt appears to be on the inside of the syringe.